Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint allegation cannot be confirmed without the device for evaluation. The device was not received for evaluation, and no photos of the failure were provided. Per the event description, the most likely cause(s) for the reported failure can be attributed to supplier manufacturing issue.

Event description:
It was reported during a shoulder rtc repair the ar-6410 tubing was initially threaded into pump. When pump was turned on, alarm beeped. The pump was set at 50 and was running speed/noise like when the pump is priming. The pump continued to run fast. Turned off and restarted, and the same thing occurred. Tried another tubing set of the same lot, and same issue occurred. A third tubing set was brought in and worked without issue.